Event description:
Patient underwent permanent dual chamber pacemaker implantation in 2006. On the following day he suffered a cardiac arrest secondary to cardiac tamponade. He was taken to the operating room in an attempt to resuscitate him where it was discovered the right atrial pacer lead tine on the epicardium of the right atrium with a large tamponade which was evacuated. Further attempts to resuscitate the patient were unsuccessful.